Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: expired iconix anchor was implanted. Probable root cause: design: inadequate shelf life for product. Application: failure to verify expiration status of product prior to surgery. (B)(4).

Event description:
It was reported that an expired product was implanted.